Event description:
During the index procedure two in.pact admiral balloon catheters were used to treat the middle and distal superficial femoral artery (r1). Approximately one day post procedure the patient suffered from occlusion of the access side of the left common femoral artery (cfa) after the intervention. The event was treated with a thrombectomy and a dcb pta. The patient recovered. The adverse event is not related to an underlying condition or disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.